Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device still shows the error described in the fco86000260a despite installing the fco. Fco86000260a dfm100 may fail to turn on or may unexpectedly attempt to restart. There was no patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.